Manufacturer narrative:
(B)(4).

Event description:
After functioning properly for a portion of the case, jaws would not close intracorporeally preventing removal through trocar. At one point, bottom jaw collapsed but did not fall off. Another instrument was used to force the jaws closed enough to remove through trocar. Case was delayed approximately 10 minutes. Surgeon noted that trocar made a rattling noise at start of case and then was damaged by the aforementioned device malfunction.